Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door and alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize an open door and had system error 345 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause were identified to be an upper latch switch not functioning properly and an out of specification force sensor. The upper auxiliary and force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.